Manufacturer narrative:
(B)(4). Method: the complaint iw932 cosycot infant warmer was returned to fisher & paykel (f&p) regional office in the (B)(6) where it was inspected by a trained f&p service engineer. Results: during device service, it was found that the plastic elevator base was cracked. Conclusion: based on our previous investigations of similar complaints, the likely cause of the cracking is due to accessories overloading the maximum weight capacity of 115kg including accessories. The subject infant warmer was fitted with a new elevator base and returned to hospital service after passing the required safety and performance checks. The maximum weight limit is specified in the operating manual and in the product technical manual of the cosycot infant warmer. To increase awareness and to prevent a or reduce the incidence of cracked plastic bases, f&p states that the maximum weight on the infant warmer inclusive of all accessories and the patient should not exceed 115kg. This warning is provided in the form of labels on the column of the infant warmer. In addition, a checklist of common fisher & paykel healthcare accessories and their respective weights is provided to the user. It should be noted that the subject complaint was at least seventeen years of age.

Event description:
A hospital in the (B)(6) reported an issue with the iw932 cosycot infant warmer. Upon device evaluation at fisher & paykel (f&p) regional office in the (B)(6), it was found that the iw932 cosycot infant warmer had a cracked base. There was no patient involvement.